Event description:
As reported on user medwatch# (B)(4): "two lumen peripherally inserted central catheter placed for chemotherapy on (B)(6) 2011. On (B)(6) 2011, prior to first chemotherapy administration, pt complained of stinging with normal saline administration through red port. Blood could not be withdrawn from the red port. Pt underwent dye study. Contrast injected just below bifurcation from red port. Small pinhole noted. PICC removed. Required another PICC placement on (B)(6) 2011." The pt left the hosp with the used device, but has agreed to bring it back to the hosp. It will then be returned to navilyst medical for eval.

Manufacturer narrative:
Navilyst medical has contacted the pt, as well as the hosp regarding the sample availability. It has been indicated that the sample will be returned to navilyst medical, although to date, it has not been received. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).